Event description:
Spacelabs healthcare was notified that three beds connected to the xhibit telemetry receiver (xtr) went offline unexpectedly and returned on their own. There is no patient or user harm reported with this event.

Manufacturer narrative:
A spacelabs product support specialist (pss) reviewed logs and found evidence that the receivers xtr03 and xtr04 both unexpectedly lost power from 10:23am on (B)(6) 2022. There is not enough information available in the log files to determine the exact cause of the power loss. The pss shared the investigation findings with the biomedical engineer. Spacelabs healthcare requested the device from the customer for further evaluation, but the director of biomedical engineering chose not to return the device and monitor the system's performance. Our records indicate that there have been no additional reports of this issue received from the customer. At this time, the cause of the reported issue could not be determined. Should any additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56.